Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the electrodes were subjected to testing on three known functioning devices and did not duplicate the reported malfunction. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported malfunction. Electrodes from retained samples of the same lot number 0617 were also evaluated. The retained samples were subjected to continuity testing, electrical testing, 10 khz impedance testing, and the up and down testing which did not duplicate the reported malfunction. Analysis of reports of this type has not identified an increase in trend.